Event description:
The pt reported inaccurately low blood glucose readings with test strips, lot 1k520a. Some time within the last month, the pt performed a side by side blood glucose comparison with test strips and another brand test strips(lot 629685a, code 7, exp. 9/98). She obtained a result in the 60 mg/dl range and a result in the 140 mg/dl range respectively (pt cannot remember specific results). With the rep, the pt obtained a blood glucose reading of 37 mg/dl with test strips and a result of 231 mg/dl with other brand. The desiccant is in the bottle. The pt's meter was set to the appropriate code when all tests were performed. The other brand test strips were opened some time within the last month. The pt does not have normal control solution or a check strip. For this reason, the pt cannot perform a normal control solution test or a check strip test with the rep. The pt does not expose the test strips to extreme heat cold or moisture. She does not keep the lid separate from the test strip bottle for a prolonged period of time. The pt stores the test strips in her bathroom.